Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. These two t-pal instruments was forwarded to the product development center plant for an evaluation. The statement below is a summary of their investigation. The visual and the functional investigation didn¿t detect any major issues with the returned items. There is normal wear and tear and the devices could be used as intended. Overall device usage was as intended and according to function described in stg for both instruments. Implant loading, locking, pivoting and release were possible without any major observation or malfunction. Just based on the functional test it is not possible to confirm a functional issue, therefore the complaint is rated as no in the confirmed field. During the investigation of the device, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.812.004 lot: l742966 manufacturing site: hägendorf release to warehouse date: 26 feb 2018 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 during a plif (posterior lumbar interbody fusion) at l4/5 treating lumbar canal stenosis, the handle, the shaft and the knob were attached to one another to hold the cage. After the surgeon tapped a hammer to insert the cage, he thought the cage needed to be relocated in place. When he pulled the holder (the composed handle, shaft and knob), the cage came off. The cage was taken out of the patient¿s body. The procedure was completed with replacements with less than a thirty (30) minute surgical delay. It was found that the shaft had been situated deeper than usual against the counterpart. Concomitant devices reported: unknown hammer (part# unknown, lot# unknown, quantity 1), unknown cage (part# unknown, lot# unknown, quantity 1). This report is for one (1) applicator knob. This is report 1 of 3 for (B)(4).